Event description:
58 y/o pt with esrd c/o pain at the femoral site (groshong catheter) and across abdomen. Evening of 1/28/96, pt began leaking fluid from umbilicus. Catheter removed. Pt receiving amphotericin b, ancef, morphine and compazine through the line. A hole was noted near the white port. Pt may require a return to surgery to access a new site. Is upset and threatening to sue the MFR.